Event description:
It was reported that the patient experienced several seizures after being implanted while the stimulation is on, but continues to utilize the device at a lower setting. Per the physicians' assessment he does not think that the spinal cord stimulator (scs) is the cause of the patients' seizures. No devices will be returned as they all remain implanted.